Manufacturer narrative:
Sc-1132 sn: (B)(6) . The returned implantable pulse generator (ipg) was analyzed and the ipg was successfully recharged within a four-hour cycle, and analysis of the device data logs did not reveal any anomalies related to premature battery depletion. However, a review of the charging log revealed two issues that have contributed to the inability to charge or longer charging time than expected: possible misalignment of charger with ipg causing lower than expected charge current and possible misalignment or poor ventilation causing the charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU). The reported allegation that the patient was frequently charging the ipg was confirmed. The testing of the ipg did not reveal any anomalies. However, a review of the data logs found that the user may have not followed the proper instructions to charge the ipg.

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
B3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.